Manufacturer narrative:
Device requested for return but was no available.

Event description:
A nurse complained of a questionable inr result from coaguchek xs meter serial number (B)(4) for 1 patient compared to the dade innovin laboratory method. The result from the meter was 7.4 inr and the laboratory result was 4.8 inr. The nurse stated that the meter result was sometime between 11:49 am - 12:35 pm and that the laboratory sample was collected at 12:50 pm. The patient's therapeutic range is 2 - 3 inr. There was no allegation of an adverse event. The patient has a history of anemia and takes iron daily. The patient does not have antiphospholipid antibodies, is not on heparin, lovenox, or direct thrombin inhibitors, has not had changes in diet, medication, or illnesses, and no signs of bruising or bleeding. The customer's meter and test strips were requested for return. The test strips were discarded by the customer. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.